Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received a partial lead with the proximal 11.0cm was returned for analysis. The portion of the lead that was returned was normal. Without return of the entire lead, a complete analysis could not be performed.

Event description:
It was reported that while the patient was in the hospital for routine follow-up, a pause in device stimulation was noted. The electrical values and x-ray of the lead showed normal characteristics. The physician elected to cap and replace the lead. A portion of the lead was returned for analysis.